Manufacturer narrative:
A specific root cause was not identified. No device malfunction was identified with the information provided for investigation. The issue may have been caused by a pre-analytical issue at the customer site. The customer is centrifuging sample tubes for 5 minutes. The centrifugation time should be at least 10 minutes. The customer has been advised to follow the tube manufacturer's recommendations for pre- analytic handling. The issue may have also been caused by insufficient analyzer maintenance, but this could not be confirmed due to lack of information. It was also noted the ise electrodes were on board for 35 days. The electrodes should have been replaced prior to reaching 35 days based upon the customer's throughput on these assays and roche recommendations for electrode use. No adverse events were reported.

Event description:
The user received questionable potassium results. Of the data provided, the results for two patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 5.1 and the repeat result on cobas c501 serial number (B)(4) was 4.0. The result of 4.0 was considered to be the correct result. On (B)(6) 2010, patient sample 2 initial result was 3.7 and the repeat result on cobas c501 serial number (B)(4) was 4.1. The repeat result on the original cobas c501 was 4.5. The result of 4.1 was considered to be the correct result. It was unknown if the initial results were reported outside the laboratory. The user did not know if the patients were adversely affected. The potassium electrode lot number was not provided. The user declined a service visit for this issue.